Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the circumflex. Approximately 1 month post index procedure, patient suffered non q wave mi (vessel unknown) 3rd udmi spontaneous. The event was treated with medication and the patient is recovered. The investigator assessed that the event was not related to index device or anti-platelet medication. The sponsor assessed that the event as possibly related to index device and not related to the anti-platelet medication.